Manufacturer narrative:
(B)(4) date sent to the FDA: 12/08/2015. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2015. During the procedure, the catheter balloon burst when filling with d5w. It was also reported that blood was on the device. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 02/09/2016.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.